Manufacturer narrative:
B5; additional information received: it was clarified that after deployment of 2-3 stents, the delivery system's slider got stuck. The proximal (topmost stent) was fully expanded. Kinks were noted in the delivery system after removal from the patient.: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed that the hydrophilic coating was activated prior to insertion into the vessel and there was damage noted to the delivery system or device packaging during unboxing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb (etlw1628c124ej) was intended to be implanted during the emergency endovascular treatment of an ruptured 80mm abdominal aortic aneurysm. It was reported during the index procedure, after successful placement of the endurant ii main body stent graft, etlw1628c124ej was delivered from the left contralateral side using a 16fr non-mdt sheath. High level access vessel tortuosity was noted while inserting the delivery system, so the device was carefully advanced to the target position. The external slider of the delivery system was turned to begin deployment however once 2 - 3 stents deployed the graft cover could not be lowered any further. Repeated attempts to attempt to deploy failed and to prevent any adverse events to the patient the physician decided to remove the delivery system with difficulty by retracting it into 16fr sheath. The 16fr sheath was reinserted again with a replacement endurant limb etlw1616c124ej ((B)(6)) which was smoothly delivered and deployed with no issues and connected to etlw1628c93ej ((B)(6)). A non mdt graft was placed on the same side and the procedure was completed with no endoleak or vascular damage observed in the final contrast study. Per the physician the cause of the deployment failure is undetermined. No additional clinical sequelae were reported, and the patient is fine.